Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: reviewing the run data file (rdf) showed there were signs of an rbc spillover and a potential for lipemia. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. After additional investigation and review of internal reportability documents it was determined that the lipemia does not have the potential for injury to occur to the donor. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that they observed possible (red blood cell) rbc spillover. Rbcs reached the plasma line without any alarms occurring. When the customer inspected the plasma line it was noted that the rbcs and plasma in the plasma line looked congealed. There were no issues noted in setup during setup investigation and the solutions were spiked correctly. Full patient identifier: (B)(6) per customer "donor was okay at the time of release and has donated since" the collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that they observed possible (red blood cell) rbc spillover. Rbcs reached the plasma line without any alarms occurring. When the customer inspected the plasma line it was noted that the rbcs and plasma in the plasma line looked congealed. There were no issues noted in setup during setup investigation and the solutions were spiked correctly. Full patient identifier: (B)(6) per customer "donor was okay at the time of release and has donated since" the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: reviewing the run data file (rdf) showed there were signs of an rbc spillover and a potential for lipemia. Investigation is in process, a follow-up report will be provided.